Event description:
Rupture of left breast silicone implant. Breast implants placed 10/27/87. Infant breast fed 1/27/93 to late 6/93. Mother hit left breast against door 8/5/94 with subsequent symptoms of increased breast size and tenderness. Evluated 8/9/93 and 8/19/93. Surgery 9/3/93 showed ruptured implant. Exent of dissemination of silicone suggestive of leakage longer than 8/5/93. Child has congential anomaly. Infant subsequently diagnosed with mild hydrocephalus with some gross motion and language delay at 18 months of age.